Event description:
Caller states that the device read 228mg/dl and that she went to her scheduled doctor's appointment. She compared her device to the doctor's device: customer's device+232mg/dl, doctor's device =101. No treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.